Manufacturer narrative:
The product remains implanted and were unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that a pt developed lower limb weakness after device implantation. According to the report, it was thought that the device was underdraining.